Event description:
It was reported that the patient experienced muscle stimulation, and that this right ventricular (rv) lead exhibited loss of capture. The physician suspected that these conditions were caused by a lead dislodgment and perforation. This lead was explanted and replaced. No additional adverse patient effects were reported.